Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the manufacturing representative reported that the patient was going to have the pocket moved because of discomfort and difficulty charging.

Event description:
It was reported that the patient had a unit that they could not get to take a charge. The patient had difficulty charging due to the battery left location. The location and depth of the battery were making it extremely difficult for the patient to get even adequate coupling with their recharger when attempting to recharge. The manufacturer representative (rep) was able to get 6 bars at one point during their meeting the day prior to the report. The device sat at an awkward angle and it was hard to palpate secondary to a lot of adipose tissue. The rep was unable to get six bars again during their meeting and only got two when attempting to communicate with the battery. The battery sat in the right posterior lower quadrant at the time of the report and seemed to move under the rib making communication and coupling with the recharger head extremely difficult. The rep notified the healthcare provider (hcp) of the situation and discussed the possibility of moving the battery. The hcp would mention it to them and go from there as if they wanted to see the patient in the hcp office or have the pain hcp see the patient. No action was required as a result of the event. No diagnostic testing or troubleshooting was performed; it was not required. Patient status at the time of the report was alive, no injury, and there were no patient symptoms or complications associated with the event. There was no further or new information at the time of the report. Information regarding if they were going to move the battery to a different location and patient outcome has been requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 39286-65, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID 37754, serial# (B)(4), product type: recharger. Product ID 37746, serial# (B)(4), product type: programmer, patient. (B)(4).